Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies were noted. The device was received with corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was over 600 mg/dl, 700 mg/dl at the time incident and current blood glucose were 226 mg/dl and 359 mg/dl. The customer was treated with a shot. It was reported that the customer¿s insulin pump was not delivering insulin and had no delivery alarm. The customer¿s blood glucose level were 459 mg/dl and 100 mg/dl. The customer reported that the driver support cap was sticking out. The customer was wearing the pump less than 48 hours prior hospitalization. The customer was advised that the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.